Event description:
The account alleged the brakes at the foot end of the stretcher do not hold. No patient impact.

Manufacturer narrative:
The account found the foot end brake casters not holding due to a screw and nut on the brake link was missing. The account replaced the nut and screw on the brake link to resolve the issue.